Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set underinfused. The device was connected to a glass bottle, and was being used with a baxter primary set and a baxter infusion pump. The reporter stated that the device had primed successfully; however, when the nurse returned at the end of the expected infusion time, around half of the solution remained in the glass bottle. The nurse noted that fluid was flowing through the primary line rather than the secondary line. The customer stated that the issue was resolved by piercing the vent with a needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.